Event description:
It was reported that the fiber broke inside the patient; it has been picked up inside the patient. The ureteroscope has been damaged. Outcome: "no damages to the patient, the ureteroscope has been damaged".

Manufacturer narrative:
.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal tip of the glass fiber is fractured; the distal end of the glass fiber extends 1mm from the blue outer sheath; the distal end of the glass fiber exhibits mild devitrification; the blue outer sheath shows small black marks 3mm form distal end; the total length of the fiber is 11ft 6½¿; the fiber is fractured and detached at 8 ft 7½¿ from the connector; there is no sign of melting/char at the location of the fracture. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending.